Manufacturer narrative:
On (B)(6) 2020 mentor became aware that it erroneously submitted an initial report for mentor device failure even though additional information received on (B)(6) 2020 revealed that these devices were allergan devices. Since these devices were not manufactured by mentor, mentor will cease reporting this event. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who had unknown mentor gel implants placed experienced bilateral rupture post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. No additional event details have been made available to mentor at this time. If additional details become available in the future, a supplemental report will be submitted. See 1645337-2020-14112 for contralateral prosthesis report.

Manufacturer narrative:
On november 6, 2020 mentor became aware that it erroneously omitted the conclusion and method codes from the supplemental report submitted on november 5, 2020. Manufacturer¿s reference number: (B)(4).